Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. Visual and functional examinations revealed that samples did not meet the reshape requirement.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2016 and suture was used. During the procedure, the needle bent. There were no adverse patient consequences reported. Additional information has been requested.